Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse checked technical event log files, repaired flex ep pc, downloaded software for pc, and restored the backup database. After repair, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot up. It would freeze at 0:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.